Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, after the initial operation, the rod unhooked out of the head screw on one side of the c5/c6 location. On the other side of c5/c6, the innie was next to the screw head. No patient status information available. Concomitant devices reported: unknown locking/set screws: synapse (part# unknown, lot# unknown, quantity# 5), unknown - rods: synapse (part# unknown, lot# unknown, quantity#1), unknown ¿ screws (part# unknown, lot# unknown, quantity#1). This report is for one (1) locking/set screws: synapse. This is report 8 of 8 for (B)(4).

Event description:
Additional event information it was reported by the customer to make sure that the two handle with torque limiter (2.0 nm) (03.614.035) with quick coupling are fully functional and calibrated.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: additional event information updated device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B1, b5, h1: the initial complaint was reviewed and found not reportable. Additional information was received and event was reassessed. There is no allegation against the reported device. The reportability has been changed non-reportable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and event was reassessed. There is no allegation against the reported device. The reportability has been changed non-reportable.